Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported an unresolved "circuit occlusion and extend high peak pressure" alarm on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Device evaluation: as a resolution, a vyaire field service representative (fsr) went on-site to evaluate the suspected device and found the customer had re-attached the flow sensor incorrectly. The fsr corrected the connection, performed preventative maintenance and the unit works as expected.